Event description:
It was reported that during an unknown procedure, the iris valve seal was broken suddenly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).